Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that ltv 1150 is autocycling. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, h2, h6, h10. Results of investigation: service technician was not able to verify customer's reported problem "auto cycling." All testing performed with good known test ac adapter and patient circuit connected. Vent passed 216 hours of extended tests at customer settings. Vent passed troubleshooting final test which includes many alarm and ventilation functions.